Event description:
It was reported that the patient presented during implant procedure. During procedure, it was reported that the header of the implantable cardioverter defibrillator was cloudy and discolored. The procedure was completed with no complications. The patient was in stable condition.